Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the specific device lot before the market release. No anomalies have been found. (B)(4). All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical eval: the returned device, received on (B)(4) 2013, is currently under technical eval. Medical eval: the info available on the case was sent to our medical eval. A preliminary medical eval was performed and will be finalized once the results of the technical eval will be available. Orthofix (B)(4) has requested further info on the event such as copy of the operative reports and copy of the pre and post-operative x-rays to finalize the medical eval. Unfortunately, this info has not yet made available. As soon as further info and/or the results of the technical eval will be available, orthofix (B)(4) will provide you with a f/u report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The event description provided by the distributor indicated. Surgeon and pt's father felt that the device was not moving and not performing the required correction. Felt that the cog mechanisms were not functioning, correction was therefore not achieved. The complaint form states that there was an adverse effect on the pt because of "loss of distraction / correction achieved" and that the pt is well and revision surgery with a new device has been conducted. On (B)(6) 2013 orthofix (B)(4) received the following add'l info: pt info: approx 10 years. Pt diagnosis: club hand. Proposed treatment: soft tissue correction with m511. Date of initial surgery: (B)(6) 2013. Date of revision surgery: (B)(6) 2013. Copy of the x-rays and the operative reports: not available. (B)(4).